Event description:
Medical physicist tests x-ray devices. They have discovered that the instrumentarium performa x-ray mammography machine has the potential to seriously underimage the anterior section of the breast for women needing the 24 x 30 bucky mode to see the entire breast. The MFR is aware of the problem and acknowledged the effect. No action has been taken however, in the meantime women are imaged on these machines across the country. Rptr feels panel of experts is needed to immediately look at this issue and define the scope of the effect.